Event description:
It was reported that the patient presented to the hospital. Upon interrogation it was noted that the leadless pacemaker (lp) exhibited loss of capture. X-ray imaging was performed and confirmed the lp dislodged to the femoral vein. The lp was explanted and replaced. The patient was stable.